Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the pump is not giving a two hour notification once she does a bolus. Customer stated its very inconsistent and her blood glucose value ranges from 40 to 180 mg/dl. Troubleshooting was not performed and product is not expected to return.

Manufacturer narrative:
The information provided in section was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. A test alarm for 2 hours was set and alarmed successfully with audio. No lack of alarm audio noted during testing.